Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's family reported that the controller started to alarm and then went black. No lights were illuminated and none of the buttons worked. The system controller was exchanged by patient's family at home and called ems. Upon changing to the patient's backup controller, the controller went black, no lights illuminated, and none of the buttons worked, the screen was completely black. Ems arrived on scene and verified that the pump was off. The patient was transported to ER with the controller attached to batteries. The patient arrived to trauma bay and upon initial assessment, vad coordinator noted a "grinding of the pump." The pump parameters were: flow greater than 6, power 9, speed 1200, pi 2. Pcbt 84. The patient received dobutamine and heparin drips. Vad team made decision to turn off pump at bedside. A-line was inserted, and there was a good pulsatility of waveform, maps 70s. The patient transported to the cvsicu to await for hm3 to hm3 pump exchange. Presumably, a thrombus was sucked into the pump from the left ventricle. The event log from the original controller captured data starting on (B)(6) 2020 at 1120 with continuous low flow, low speed advisory, lvad internal fault for the remainder of the log file. With such high powers noted and the pump not able to maintain the fixed speed, it¿s possible something was ingested into the pump. On (B)(6) 2020, the hm3 was decommissioned in the ER around 10:30am following initial assessment. The patient was transported to the cvsicu for continued monitoring while awaiting pump exchange. Upon arriving to the operation room, the patient went into ventricular tachycardia, 2 shocks were delivered and or team administered lidocaine and amiodarone for rhythm control. During the or case, doctor disengaged the outflow graft bend relief, clamped outflow graft and disconnected the outflow graft from the pump. The patient did not have an outflow graft clip with the initial implant ((B)(6) 2018). The hm3 pump was detached from the apical cuff and removed, apical sewing ring remained on lv. No notable thrombus observed in the inflow canula. New hm3 pump was placed in the apical sewing ring, and de-aired through the white leur-lock on the outflow elbow of the pump. The doctor back bled the outflow graft and stated that "brisk blood flow" was observed through the outflow graft; decision made to keep the patient's original outflow graft. Outflow graft attached to the new hm3. Tunneled driveline, exiting the luq. Vad initiated at 1833. Vent in outflow graft, near the connection to the pump for de-airing. Gross amount of air observed on echo in the left ventricle. Engaged bend relief. Clinical asked doctor if they were going to place the outflow graft clip on the pump prior to closing the patient's chest; doctor stated, "no, I don't think so." Continued to wean off cpb and increase vad pump speed. Pump parameters: flow 4.3, speed 5100, pi 2.4, power 3.5. The patient was transported to the cvsicu in stable condition. On (B)(6) 2020, the patient remained stable, intubated and sedated. On (B)(6) 2020, an update was received from cvsicu provider, "weaning pressors. Now up to 5300 rpms. No vad events. Cvp 8-10. Having seizures on ceeg-not following commands on precede alone no further or additional information was provided.

Event description:
It was reported that the patient presented to the emergency department reporting chest pain and multiple left ventricular assist device (lvad) alerts for low battery and low pressure in the 30 minutes prior to arrival. The patient's pump was found to have failed and as a result, the patient underwent emergent surgery to replace the pump. The patient went to the operating room (or) and then the intensive care unit (ICU) for stay. The replacement procedure was successful and a new lvad pump was placed. The system controllers involved in this event are reported under MFR # 2916596-2020-00432 and MFR # 2916596-2020-00433.

Manufacturer narrative:
User facility report: (B)(4) was received on 05mar2020. Additional information no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed events, elevated pump power, and grinding sounds from the pump were confirmed during the evaluation of (B)(6). The evaluation confirmed damage to the internal lvad circuitry that would have caused the reported event. However, the root cause of the damage could not be conclusively determined. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump rotor found scratches on the sides and bottom, consistent with a loss of levitation, which would have resulted in the reported grinding sound. Matching scratches were also noted on the walls of the rotor well. Following cleaning, the pump was re-assembled and connected to a mock loop for log file retrieval. Upon connecting to power, the rotor began to spin against the side wall without levitating. The lvad log files showed events consistent with a loss of levitation and motor bearing values consistent with the rotor spinning against the wall of the rotor well. Pump temperature increased to 87c before the pump was shut down. The log file showed a pump reset occurred immediately prior to the loss of levitation. The cause of the reset could not be determined because the event had been overwritten by newer data in the controller event log file. The pump was forwarded to the abbott zurich facility for further investigation of the motor. The lvad log files, thermal imaging, and electrical testing confirmed an issue with one of the motor bearing phases. Inspection of the motor circuitry confirmed a damaged component for the affected bearing phase. The surrounding area of the board showed evidence of the damaged component reaching a high temperature during the event, likely due to high current. Although the motor investigation was able to confirm a failure of the bearing phase, the exact failure mechanism, sequence of events, and root cause was unable to be determined. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. The alarms and troubleshooting section of the heartmate 3 lvas IFU rev. C contains information on all system controller alarms and how to resolve them. The alarms and troubleshooting section of hm3 lvas patient handbook rev. B, provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies and what actions to take. No further information was provided. The manufacturer is closing the file on this event.